Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23mar2020.

Event description:
It was reported that the unit had a navigation ring failure. There was no patient involvement.

Manufacturer narrative:
G4 05may2020. B4: 06may2020. H11 correction: it was confirmed that the touchscreen was functional, delivery was not changed and no values were accepted without input from the customer. Therefore, this was determined not to be a reportable event. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.